Event description:
It was reported that at an unknown time during an unknown procedure, after they had let the device pass from the trocar, the terminal branches did not open. Another like device was used to complete the procedure. The procedure prolonged, minutes unknown. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: what type of procedure was the device used in? What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Did the jaws of the device eventually open? Was there any patient consequence as a result of the procedure being prolonged? Was there any change in the post-operative care of the patient as a result of the event?